Event description:
It was reported that, six weeks after implantation of a femoral antegrade nail rose, it broke at the inferior proximal screw hole. It is unknown how the event has been managed since the finding. The patient outcome is unknown.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device fractured at one of the fixation holes in the proximal end. The fracture site is heavily worn with deformation inside the fixation hole. Four screws were also returned with the device. The device was manufactured in 2019. The medical investigation concluded that, per complaint details, the nail broke at the inferior proximal screw hole six weeks post implantation. The product evaluation reported that the findings supported the failure mode and that it is addressed in the IFU. Without the requested medical documentation, the definitive root cause could not be concluded; however, excessive weight bearing and/or trauma are known potential contributing factors. The patient impact beyond the explantation could not be determined, as the patient outcome was reportedly unknown. No further medical assessment is warranted at this time. Should the requested medical documentation become available, the medical assessment task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include overuse or a traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.